Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning 4 to 5 times during fill 1 of 4 of pd treatment. Air bubbles were noted in the patient line. Technical services was called to assist patient in a system re-setup. When the patient was removing the cassette from the cycler there was fluid seen leaking in the cassette area. There was fluid in the pump module area. The patient was advised to do manual treatment that same evening then try the cycler the following day. In a follow up, the patient verified the event and reported that the cycler has been working fine with no further issues. The patient was able to complete manual treatment the night of the leak. There was no harm, adverse event or intervention associated with the fluid leak. The cycler is not available to return.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning 4 to 5 times duirng fill 1 of 4 of pd treatment. Air bubbles were noted in the patient line. Technical services was called to assist patient in a system re-setup. When the patient was removing the cassette from the cycler there was fluid seen leaking in the cassette area. There was fluid in the pump module area. The patient was advised to do manual treatment that same evening then try the cycler the following day. In a follow up, the patient verified the event and reported that the cycler has been working fine with no further issues. The patient was able to complete manual treatment the night of the leak. There was no harm, adverse event or intervention associated with the fluid leak. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.